Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was oversensing the patient¿s low amplitude morphology leading to the delivery of five inappropriate shocks. The inappropriate shocks exhausted therapy in the s-ICD. No changes have been made and the electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the complete electrode was returned severed in two segments at 32 cm from terminal pin. Set screw marks were noted in the proper location. Testing was completed to assess electrode electrical performance and the inner insulation integrity. Measurements on both segments throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This electrode was later explanted from the patient. No additional adverse patient effects were reported.